Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that smoke was observed at the connection point between the fiber and the machine during the procedure, leading to the cancellation of the operation. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.